Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to a health care practitioner (hcp) and was diagnosed with a skin infection identified as a abscess. The site was red and discharging pus. The patient's blood glucose (bg) values reached 500 mg/dl. For treatment, the patient was prescribed amoxicillin for 10 days at 2 times a day. The pod was worn longer than 48 hours on the leg. The patient was discharged after a couple hours. The pod was discarded.